Event description:
It was reported via repair work order that the brakes would not engage electronically or manually due to brake board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.